Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported the patient underwent surgical intervention to explant the scs system on an unknown date due to an infection. The infection cleared over time and patient was re-implanted.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. The infection cleared over time and patient was re-implanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.